Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 438 mg/dl. The customer was treated with manual injection. Customer's other blood glucose was 400 mg/dl, 434 mg/dl, 300 md/dl. Troubleshooting was done for high blood glucose and under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. Customer was calling back for high pressure test when hid reservoir getting low. Customer declined to perform insulin pump test. Customer states that auto mode was not active. The insulin pump will not be returned for analysis.